Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
**Update received 5/5/16. The site has provided a correct product number for this case.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A two-year search of the complaint database found no additional reports for this product code being left in the patient. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
During a hip surgery, at the moment in which the head test was going to be taken away, to put the final implant, the head test slipped through the hands of the surgeon and fell into the soft tissues of the patient. The doctor couldn't remove it, and it went into even deeper, so he decided to leave it inside the patient. As well, the doctor decided to perform a surgery another day to take out the head test. Our scrub nurse registered that a head test was left inside the patient in the certificate of implants. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update received 4/8/16. The site was notified of a 60 minute delay to surgery to remove the part that had fallen into the soft tissue of the patient.